Manufacturer narrative:
The evaluation of complaint data for the product and likely cause lots identified normal complaint activity. No customer returns were available for evaluation. The performance of the likely cause lots were investigated by completing a review for non-conformances, potential non-conformances and deviations related to the likely cause lots. This review did not identify any non-conformances, potential non-conformances or deviations. A review of overall customer field data was performed regarding initial reactive rate (irr), repeat reactive rate (rrr) and specificity for likely cause lots. The irr, the rrr and the specificity of both lots are within package insert specifications. A review of labeling concluded that the issue is sufficiently addressed. No product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account observed an increase in (B)(6) prism hiv o plus results using cadaveric specimens. Four cadaveric specimens were prism hiv o plus repeatedly (B)(6) but confirmed (B)(6) by a reference lab. (B)(6). No specific patient information was provided. No impact to patient management was reported.